Event description:
It was reported that the programmer was unable to be loaded with updated software via either the universal serial bus (usb) or the software distribution network (sdn). It was noted that the "progress" bar would go all the way till almost done, but then just sit there for over an hour without completing. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further noted that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to be loaded with updated software. Analysis also found a cracked solder joint on the radiofrequency connector of the link electronic module board, and also a broken keyboard. Concomitant medical products: product ID: 2067, radiofrequency programmer head. (B)(4) .